Manufacturer narrative:
The pump was returned to animas and evaluated. No activity related to the complaint was observed in the black box or download history. The black box download verified a battery voltage drop from 161vdc at 8:21 to 127vdc at 18:01 on (B)(6) 2010. The battery was not returned with the pump for investigation. The battery compartment and cap were intact with no physical damage or evidence of moisture ingress observed. The pump powered on normally and was exercised for 10 hours, no overheating or alarms were duplicated. Pump electrical current draws were tested and found to be within specification. The pump cover was removed to inspect for internal moisture ingress; none was found. The power flex, battery connections and internal components were tested for intermitting conditions; no defects were found. The complaint regarding pump and battery overheating could not be duplicated during investigation.

Event description:
On (B)(6) 2010, the patient contacted animas alleging that the pump felt hot. The patient denied that she suffered from an injury because of the alleged issue. The patient reportedly disconnected from the pump and removed the battery cap. The spring/metal contacts and threads were reportedly intact. Also, the battery compartment threads were intact. No cracks were found on the pump. The patient denied observing moisture or corrosion on the battery or battery compartment. Based on the information provided, this complaint is being reported due to the allegation that the pump felt hot to touch. There is no evidence, however, that the alleged issue caused or contributed to a serious injury. The patient did not report any harm or injury because of the alleged issue.